Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.   Please reference related manufacturer report no: 2015691-2021-00193. The exact date of the event and serial number of the valve are unknown.  Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter aortic valve replacement. According to literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the aortic wall. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the native leaflets, incorrect bioprosthetic valve sizing, and incomplete frame expansion, can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the left ventricle. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the aortic valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct sizing, alignment and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment.  Many cases are mild to moderate, and either resolve over time or do not cause symptoms.  Others may be more clinically significant and require intervention.  The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the valve migration/malposition into the left ventricle cannot be confirmed, however, per report, patient factors (lvad device in place) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Reference article: milica bjelic md, brian ayers md, frederick s. Ling md, sunil m. Prasad md, igor gosev md, ¿transcatheter aortic valve replacement in left ventricular assist device patient-overcoming the complications with transapical approach and circulatory arrest¿, journal of cardiac surgery (2020).

Event description:
As reported in the medical article, ¿transcatheter aortic valve replacement in left ventricular assist device patient-overcoming the complications with transapical approach and circulatory arrest¿, approximately 5 years post lvad placement, the patient presented with severe aortic insufficiency (ai). A tavr was performed with a 29mm sapien 3 valve. Post dilatation was performed to treat paravalvular leak(pvl). The post dilation to treat the pvl, inadvertently dislodged the valve and it migrated into the left ventricle (lv). A second 29mm sapien 3 valve was implanted to stabilize the first migrated 29mm sapien. Unfortunately, overnight the second valve embolized into the lv, completely occluding the lvad inflow cannula.  Through a left lateral thoracotomy approach, the lv was exposed, and the lvad inflow cannula was removed from the apex. The embolized valve was successfully removed through the lv apical cuff in one piece. Valve-in-valve tavr was then successfully performed with a 29mm sapien 3 valve.  At 8-month follow- up, echocardiography demonstrates sustained complete resolution of the patient's ai.